Manufacturer narrative:
The investigation of limb ischemia and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27282 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27282.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported that the 86 year old female patient encountered limb ischemia and ventricular fibrillation (vf). A final groin shot was taken to check for distal limb flow and flow appeared to be sluggish. The patient was then transferred to the unit. The patient's distal flow in the right leg was checked and bedside team was unable to find a pulse so an ultrasound of the leg was ordered. At this time, the doctor did not feel a fem fem by pass was a good option as the pump was only placed in relation to the patient coding post cath. While prepping the patient to go back to the unit, the patient bradied down to the fourties, atropine was administered and rhythm was converted. However patient blood pressure was 60s systolic so levophed was started, dobutamine dosing was increased, and dopamine was started in the cath lab. However, the patient converted to v-fib and CPR was initiated. The patient ultimately expired in the lab. There is not enough evidence to exclude impella as an associated factor in the patient's outcome. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.